Manufacturer narrative:
We will provide a follow up report upon completion of our investigation.

Event description:
It has been reported by a corin representative that a surgeon had an unstable femoral guide during a surgery. The neck resection was inaccurate and added 5 minutes to the operation and an alteration from the initial surgical plan. No further patient consequences were reported.

Event description:
It has been reported by a corin representative that a surgeon had an unstable femoral guide during a surgery. The neck resection was inaccurate and added 5 minutes to the operation and an alteration from the initial surgical plan. No further patient consequences were reported.

Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops femoral guide design, pre-operative imaging of the patient and all production steps of the femoral guide. Results: the femoral guide was designed correctly as per all ops production processes. No issues were encountered during inspection of the femoral guide. The guide designed does lack the stability, however it is limited by the patient anatomy. The hemipelvis in this case limits the height of the femoral guide as well as the high resection and thus limiting the stability in that direction. Another limiting factor is the necrotic osteophyte that is presenting on the inferior side of the femur limiting the size of the guide in that direction and such further limiting the stability. Another factor that could affect the stability is the date of the CT scans. The CT scans are dated (B)(6) 2020 and the surgery went ahead on (B)(6) 2020 and therefore the anatomy of the patient may have been altered in that time period and may therefore affect the stability. Therefore, the stability of the guide in this case is limited by the patient's anatomy. Conclusion: the femoral guide for this case was generated correctly and was within all specifications as described in internal procedures. It was found that the likely root cause of this customer complaint was most likely be due to patient anatomy.